Manufacturer narrative:
The device has not been returned to medtronic for eval. The pt reportedly has possession of the devices and will not release them. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent a revision surgery to remove and replace a posterior construct at l2-s1 for a fractured rod and fractured pedicle screw at l2. No pt complications were reported.